Event description:
It was reported by the customer "the stat lock plastic detached and a PICC was pulled out 20cm." (B)(6) 2023 - forty-nine devices were returned for evaluation and all exhibited detachment. This report addresses the thirtieth device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of detached retainers is confirmed and was determined to be manufacturing related. Forty-nine PICC plus statlock kits were returned for evaluation. An initial visual observation showed one of the kits was returned open and forty-eight of the kits were returned sealed. The left side retainer of the statlock device within the kit that was returned open was found to be detached from its pad. Each of the sealed kits were opened and an attempt was made to gently pull the retainer off of the pad of each device. At least one side of the retainer of each sample was found detach easily from its pad. The pads and the undersides of the retainers of the returned samples were observed to be tacky. A microscopic observation revealed adhesive on the underside of the detached retainers and within the fibers of the tricot pads on each sample. Strings of adhesive were observed between the pad and the retainer of each sample, suggesting the adhesive did not cure correctly. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A batch history review (bhr) of jugs2486 showed forty-eight other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.